Manufacturer narrative:
Patient weight was not provided. Beckman coulter (bec) customer technical support (cts) advised the customer to perform maintenance and perform a system check. The customer performed maintenance and noted an aspirate probe was not seated correctly. The customer changed the aspirate probes. The customer performed a passing system check, access accutni+3 qc and precision run. In conclusion, the cause of the non-reproducible access accutni+3 results was due to use error. The customer failed to lock the aspirate probe into place after performing earlier maintenance on 11-07-2015. The internal beckman coulter (bec) patient identifier is (B)(6). All mdrs associated with this report: mdr2122870-2015-00797, mdr2122870-2015-00798, mdr2122870-2015-00799, mdr2122870-2015-00800, mdr2122870-2015-00801, mdr2122870-2015-00802, mdr2122870-2015-00803, mdr2122870-2015-00804, mdr2122870-2015-00805, mdr2122870-2015-00806, mdr2122870-2015-00807, mdr2122870-2015-00808, mdr2122870-2015-00809, mdr2122870-2015-00810.

Event description:
The customer reported non-reproducible troponin I (access accutni+3) results, above the normal reference range of the assay, for fourteen (14) patients on the laboratory's access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system (serial number (B)(4)). The customer reanalyzed the samples on an alternate access 2 immunoassay system (serial number (B)(4)) and obtained lower results, within the normal reference range of the assay. The initial elevated access accutni+3 results were reported outside the laboratory. The patients were admitted to the hospital. Mdr2122870-2015-00797 addresses the results for patient number one (1). Mdr2122870-2015-00798 addresses the results for patient number two (2). Mdr2122870-2015-00799 addresses the results for patient number three (3). Mdr2122870-2015-00800 addresses the results for patient number four (4). Mdr2122870-2015-00801 addresses the results for patient number five (5). Mdr2122870-2015-00802 addresses the results for patient number six (6). Mdr2122870-2015-00803 addresses the results for patient number seven (7). Mdr2122870-2015-00804 addresses the results for patient number eight (8). Mdr2122870-2015-00805 addresses the results for patient number nine (9). Mdr2122870-2015-00806 addresses the results for patient number ten (10). Mdr2122870-2015-00807 addresses the results for patient number eleven (11). Mdr2122870-2015-00808 addresses the results for patient number twelve (12). Mdr2122870-2015-00809 addresses the results for patient number thirteen (13). Mdr2122870-2015-00810 addresses the results for patient number fourteen (14). Access accutni+3 quality control (qc) was within range prior to and after the reported event. The customer noted access accutni+3 qc trending higher on the instrument and attempted to recalibrate the access accutni+3 assay. The calibration failed. Sample information, such as collection tube type, centrifugation speed and time, were not provided. No issues with sample integrity were reported by the customer.